Manufacturer narrative:
The investigation has been completed and the reported malfunction issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing a blood glucose level of over 300 mg/dl throughout the day. The customer was uncertain of the suspected cause. The customer changed their site and administered a manual injection. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.